Event description:
It was reported that (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the surgeon reported the instrument misfired in front of the jaw and was spitting clips. Opened another clip applier and it worked fine. The case was completed and there was no consequence to the pt.